Event description:
A report was rec'd that a pt is having difficulty charging. The difficulty started after the pt suffered a fall. The physician decided to replace the implant with a new precision spinal cord stimulator. The pt is reportedly doing well.